Event description:
In (B)(6) of 2007, I was implanted with a st. Jude neuromodulator, less than two years later, the battery failed. I was hospitalized and a new battery implanted. Less than two years later, the unit failed completely. I now have a non-operational ans unit which causes me constant pain and discomfort both from the battery implant and the lead anchor attached to my spine. I am no longer a patient of the doctor who did the implant. I have in the past few years, contacted st. Jude of (B)(4). With no satisfactory results in getting help in an explant of the stimulator.